Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: as the unit has not been returned, the (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous interventional procedure a balloon rupture occurred. Vascular access was obtained via radial approach. The 1.5x8mm apex balloon catheter was advanced to the target lesion when the balloon ruptured at 10 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.